Event description:
The customer reported that he was hospitalized due to high blood glucose levels, as well as a kidney condition. The customer stated that he had the flu, which may have also contributed to the elevated blood glucose levels. The customer was unable to troubleshoot at the time of the call as he was having difficulty reading the screen. The customer's daughter later called to report that the battery life is only four days. Troubleshooting was performed, but the issue persisted. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump received with high idle current, problem isolated to lcd board.